Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support to ensure air bubbles are removed from the cartridge before loading it onto the pump, and the issue was resolved by the customer independently earlier in the day, allowing them to successfully resume insulin delivery.